Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that keypad was not responding 3 to 4 times. Blood glucose was unknown. Troubleshooting was performed. It was also reported that keypad blocks suddenly at different times no button was responding and black display appears but after sometime insulin pump recover. It was also reported that blank display did not allow to see time clock and esc button was not responding and while rewinding piston did not rewind continuously. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No blank display or button error alarm noted during testing. Device had unresponsive esc and act buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, a21 error test, rewind test, and displacement test or verify rewind anomaly due to unresponsive button. (B)(4).